Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the stress of repeated use, external factors, or handling of the device may have caused the defective event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found that the bending section adhesive was chipped. The label on the light guide connector was peeled. The light guide cover glass and the universal cord had a scratch. The video connector case had a crack. Due to damage to the bending tube, the right/left lever did not move smoothly. Due to damage to the charged-coupled device (ccd) unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation, that the laparo-thoraco videoscope adhesive around the objective lens was peeled. There were no reports of patient involvement.